Manufacturer narrative:
(B)(6).

Event description:
Minor swelling at the site. Fussiness: feel uncomfortable,red, itchy rash under the opsite (polyurethane) dressing at subcutaneous cannula site; allergic to the polyurethane(dermatitis contact) and increase swelling at hands and feet. Consumer reported to the FDA also. It was not assessed whether the sq treprostinil and the patients condition could of caused the events stated.